Event description:
It was reported that a newly implanted replacement device had high impedances from 9000-9500 ohms on contact combinations with the 0 contact. It was noted that there were high impedances on the same contact of the patient's previous device (see MFR. Report # 3004209178-2011-09952). The reporter stated that the patient was programmed at 3 positive, 1 negative on the right side and therapy impedance was normal at 1009 ohms. It was reported that no x-ray or other diagnostics were performed. The reporter stated that these spec ific high impedances had been watched since (B)(6) 2011.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was depression. Concomitant medical products: product ID 3391s-40, lot# v159340, implanted: (B)(6) 2009. Product type: lead: product ID 7482a51, serial# (B)(4). Product type: extension. (B)(4).